Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety. Device not yet returned.

Event description:
The sales representative reported on behalf of the customer that the 1391041ext was used during pre-operative testing for an unknown procedure on (B)(6) 2021 when it was reported ¿when the surgeon went to change out the tip that was already in the pen, the blue insulated portion came off in her end. This is common at ubc to change the tip to a larger blade eg. 4 inch/6 inch. The concerns are: this should not be coming off as its not a counted item and not radio paque, the greater concern is it so easily comes off for example when changing to a larger tip, which is common at this site (4 inch/6 inch).¿. The procedure was completed with a 2-minute delay using an unknown alternate device. There was no report of injury, medical intervention, or hospitalization for the patient. Further assessment found that the surgeon was changing the tip with forceps or by hand when the insulation came off the device. There was no contact to the patient with the component. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
One 139104ext was returned opened in unoriginal packaging. The lot number of the device could not be verified. A visual inspection found the blue insulation detached from the base of the electrode. The manufacturing documents from the device history record have not been reviewed because the lot number was unknown. The lot history review was not conducted because the lot number was unknown. (B)(4). Per the instructions for use, the user is advised that these devices should be inspected before and after each use. Visually examine the devices for obvious physical damage including: cracked, broken or otherwise distorted plastic parts. Damage including cuts, punctures, nicks, abrasions, unusual lumps, significant discoloration. Verify that the electrode is fully seated in the handpiece before use. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the 1391041ext was used during pre-operative testing for an unknown procedure on (B)(6) 2021 when it was reported ¿when the surgeon went to change out the tip that was already in the pen, the blue insulated portion came off in her end. This is common at ubc to change the tip to a larger blade eg. 4 inch/6 inch. The concerns are: this should not be coming off as its not a counted item and not radio paque, the greater concern is it so easily comes off for example when changing to a larger tip, which is common at this site (4 inch/6 inch).¿. The procedure was completed with a 2-minute delay using an unknown alternate device. There was no report of injury, medical intervention, or hospitalization for the patient. Further assessment found that the surgeon was changing the tip with forceps or by hand when the insulation came off the device. There was no contact to the patient with the component. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.